Manufacturer narrative:
(B)(4). The device was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
While providing therapy assistance to a home patient (hp) during use one a homechoice (hc) machine with the hp not connected, the hp reported that the solution bags were not connected tightly enough and the hp wanted to start over with new supplies. The technical service representative (tsr) assisted the hp in ending therapy to setup with new supplies. During follow up with the hp, the cause of the loose connection could not be determined. No patient injury or medical intervention was indicated as a result of this event. No additional information is available.